Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received 2 scs leads with the same lot number. It was reported the patient was no longer receiving effective stimulation due to the migration (x-ray confirmed) of her peripheral scs leads (off-label). Follow-up identified surgical intervention was taken during which the scs leads were repositioned which resolved the issue.